Event description:
It was discovered at hq that this device had a leaking battery and a broken welding seam. Further information has been requested, but not received.

Manufacturer narrative:
Conclusion: during the repair process of a rondo 3 audio processor a leaking battery was detected. The electrolyte corroded the silicon sleeve of the battery and oxidized a component. The damage to the device and the rechargeable battery inside is most likely caused due to strong mechanical stress. This is a final report.

Event description:
It was discovered at hq that this device had a leaking battery and a broken welding seam. Further information has been requested.

Manufacturer narrative:
The device has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.